Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient reported that his leads have dislodged. Patient indicated he fell. No complications reported. No further symptoms reported.